Manufacturer narrative:
At this time, the hospital has possession of the lead. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, oversensing, and decreased sensing measurements. The lead dislodged, and was causing noise to be sensed by the patient's right ventricular (rv) lead. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.